Event description:
The event occurred when anesthesia was given on flying hosp on a mission overseas. This was reportedly the first use of a halothane vaporizer that had been acquired from a remanufacture. The surgery was to correct strabismus. The pt had a sudden cardiovascular collapse soon after the start of induction. The anesthesiologist stopped the halothane but continued to smell halothane in the system for some time. The pt suffered permanent anoxic brain damage and will require long term custodial care. He required acls including countershock.

Manufacturer narrative:
1. The vaporizer had a significant leak at the on/off switch caused by a deposit of foreign material, when pressurized with air to 160 mmhg, the vaporizer lost pressure within approx. 10 seconds. Cleaning the switch corrected the problem. 2. The tamper seal on the bottom casing screw of the vaporizer was missing. 3. At a handwheel setting of .2 vol% output was measured at 13.5 vol%, at a handwheel setting of 5.0 vol% output was measured at 30.7 vol%. The vaporizer bypass was blocked with deposits of corrosion products. After cleaning to remove the deposits, the vaporizer output was as follows: handwheel setting vol%: 0, 1, 2, 3, 4, and 5. Measured output vol%: 0, 0.9, 1.77, 2.61, 3.49, and 4.3.